Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0x2071 and that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction code, was advised to continue using pump and to call back if malfunction returned, and confirmed understanding of instructions.